Event description:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female] menometrorrhagia [menometrorrhagia] resistant to therapy, with thick endometrium [endometrial thickening] carpal tunnel on the right side [unilateral carpal tunnel syndrome] irregular menstrual cycles [irregular menstrual cycle] back pain [back pain] pain in groin [pain groin] pain in bladder [pain bladder] joint pain. [Joint pain] menorrhagia [menorrhagia] chronic pain like fibromyalgia [fibromyalgia] lithiasic disease [kidney stones] inflammatory changes in the cervix area [cervix inflammation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") and menometrorrhagia ("menometrorrhagia") in a 35-year-old female patient who had essure inserted (lot no. E25509) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of tenosynovitis in 2023 and parity 2 (2006 and 2010 (vaginal deliveries)), obesity, cerebral cyst, bell's palsy, gallbladder stones, hyperparathyroidism, renal colic, hyperparathyroidism, hives, cervix cerclage procedure, gestational diabetes ((during 1st pregnancy)) and miscarriage. The patient had a family history of diabetes and blood pressure high. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced menometrorrhagia (seriousness criterion medically important). In 2024 she experienced fibromyalgia ("chronic pain like fibromyalgia"). On (B)(6) 2025 she experienced nephrolithiasis ("lithiasic disease"). Essure was removed on (B)(6) 2025. On unknown date she experienced pelvic pain (seriousness criterion intervention required), endometrial thickening ("resistant to therapy, with thick endometrium"), carpal tunnel syndrome (" carpal tunnel on the right side"), menstruation irregular ("irregular menstrual cycles"), back pain ("back pain"), groin pain ("pain in groin"), bladder pain ("pain in bladder"), arthralgia ("joint pain.") And heavy menstrual bleeding ("menorrhagia"). The patient was treated with phloroglucinol and antihistamines (unknown) as well as surgery ((total hysterectomy, inter-ovarian& physiotherapy and balneotherapy, on (B)(6) 2021 curettage and on 2022). At the time of the report, the pelvic pain and heavy menstrual bleeding had resolved and the arthralgia had not resolved. The outcomes for menometrorrhagia, endometrial thickening, menstruation irregular, back pain, groin pain, bladder pain, fibromyalgia and nephrolithiasis were unknown. The reporter considered arthralgia, back pain, bladder pain, carpal tunnel syndrome, endometrial thickening, fibromyalgia, groin pain, heavy menstrual bleeding, menometrorrhagia, menstruation irregular, nephrolithiasis and pelvic pain to be related to essure administration. The reporter commented: 2 coils on the right side, 2 coils on the left side. Sample collected during essure removal found chronic inflammatory changes in the cervix area. No malignancy. On (B)(6) 2026, a left patellar syndrome was observed by a physician. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.102 kg/sqm. [Electromyogram] on (B)(6) 2025: chronic tendinopathy on wrists [toxicologic test] on (B)(6) 2025: exposure to monitor with lead, mercury, copper, tin, cadmium and antimony [x-ray] on (B)(6) 2017: implants in correct position. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.